Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not keep time and insulin was squirted out during prime process. Customer's blood glucose level was unknown. Customer were declined to troubleshooting. The insulin pump will not be returned for analysis.